Manufacturer narrative:
(B)(4). Igtcfs-65-2-jug-celect-pt. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: evaluation is based on the description and the investigation of the returned product. The findings and impressions of product investigation are as follows: "the jugular introducer, blue sheath, filter and the long dilator are returned for investigation. The introducer including the protection sheath has two bends approx. 5.5 cm and 15 cm from the distal end. The bend placed 5.5 cm from distal end correspond to the position of the connection between the filter and the grasping hook. The blue sheath has a clear kink approx. 13 cm from the fitting, but no penetration. The long dilator appears fine, and can without difficulties be advanced through the blue sheath. The filter appears fine as well. It cannot be dismissed that the kink is the root cause for the advancement difficulties experienced." The kink on the blue sheath indicates that excessive force is applied while advancing the blue sheath incl. Dilator into the patient. While passing the introducer into the blue sheath resistance must have been experienced due to the kink on the blue sheath. Based on the investigation of the returned product the most plausible root cause for the advancement difficulties experienced is due to excessive force applied during the procedure. From the IFU: excessive force should not be used to place the filter. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: doctor went to pass deployment catheter into sheath and felt resistance. Flushed sheath, catheter and tried again and still met with same resistance. Stopped using device and opened new device. All went well and patient is fine. Patient outcome: the patient did not require any additional procedures due to this occurrence no adverse effects to the patient were reported due to this occurrence.